Manufacturer narrative:
Samples are being returned to the manufacturer, pending evaluation and conclusion for investigation on returnrded and retained samples.

Event description:
A (B)(6) old domestic cat with a grade 2 heart murmur was undergoing a neutering procedure. (The vet did not want the cat under anesthesia longer than necessary due to the heart murmur) during the procedure the vet administered pre medication intramuscular using the syringe with needle. While attempting to remove the needle, it broke off and was remained stuck inside of the cat's left leg. An x-ray was taken to confirm the needle's location. An incision was made over the area where the needle was stuck and extracted with a hemostat. One skin suture was placed to close the incision. The cat was under anesthesia for longer than expected due to the incident and also received additional pain medications and antibiotics. A follow up appointment was schedule for 2 weeks from incident date and for suture removal.

Manufacturer narrative:
Samples are being returned to the manufacturer, pending evaluation and conclusion for investigation on returned and retained samples corrected data: manufacturing report # 8041145-2015-00037. Additional information: age of device: 5 months. Additional information: samples returned to manufacturer on 6/29/15 for evaluation. Additional information: manufacturer investigation on retained sample from same lot number attached.

Event description:
A (B)(6) month old domestic cat with a grade 2 heart murmur was undergoing a neutering procedure. (The vet did not want the cat under anesthesia longer than necessary due to the heart murmur) during the procedure the vet administered pre medication intramuscular using the syringe with needle. While attempting to remove the needle, it broke off and was remained stuck inside of the cat's left leg. An x-ray was taken to confirm the needle's location. An incision was made over the area where the needle was stuck and extracted with a hemostat. One skin suture was placed to close the incision. The cat was under anesthesia for longer than expected due to the incident and also received additional pain medications and antibiotics. A follow up appointment was schedule for 2 weeks from incident date and for suture removal.

Manufacturer narrative:
Samples are being returned to the manufacturer, pending evaluation and conclusion for investigation on returned and retained samples. Corrected data: manufacturing report # 8041145-2015-00037. Additional information: age of device: 5 months. Additional information: samples returned to manufacturer on 6/29/15 for evaluation. Additional information: manufacturer investigation on retained sample from same lot number attached. On 7/2/15: removed invalid method, result, conclusion codes.

Event description:
A (B)(6) domestic cat with a grade 2 heart murmur was undergoing a neutering procedure. (The vet did not want the cat under anesthesia longer than necessary due to the heart murmur) during the procedure the vet administered pre medication intramuscular using the syringe with needle. While attempting to remove the needle, it broke off and was remained stuck inside of the cat's left leg. An x-ray was taken to confirm the needle's location. An incision was made over the area where the needle was stuck and extracted with a hemostat. One skin suture was placed to close the incision. The cat was under anesthesia for longer than expected due to the incident and also received additional pain medications and antibiotics. A follow up appointment was schedule for 2 weeks from incident date and for suture removal.

Manufacturer narrative:
Samples are being returned to the manufacturer, pending evaluation and conclusion for investigation on returned and retained samples. Corrected data: manufacturing report # 8041145-2015-00037. Additional information: age of device: 5 months. Additional information: samples returned to manufacturer on 6/29/15 for evaluation. Additional information: manufacturer investigation on retained sample from same lot number attached. On 7/2/15: removed invalid method, result, conclusion codes. On 7/2/15: investigation performed, results attached, removed invalid codes to comply with investigation results. On 7/3/15: corrected conclusion code.

Event description:
A (B)(6) domestic cat with a grade 2 heart murmur was undergoing a neutering procedure. (The vet did not want the cat under anesthesia longer than necessary due to the heart murmur) during the procedure the vet administered pre medication intramuscular using the syringe with needle. While attempting to remove the needle, it broke off and was remained stuck inside of the cat's left leg. An x-ray was taken to confirm the needle's location. An incision was made over the area where the needle was stuck and extracted with a hemostat. One skin suture was placed to close the incision. The cat was under anesthesia for longer than expected due to the incident and also received additional pain medications and antibiotics. A follow up appointment was schedule for 2 weeks from incident date and for suture removal.

Manufacturer narrative:
Samples are being returned to the manufacturer, pending evaluation and conclusion for investigation on returned and retained samples. Corrected data: manufacturing report # 8041145-2015-00037. Additional information: age of device: 5 months. Additional information: samples returned to manufacturer on 6/29/15 for evaluation additional information: manufacturer investigation on retained sample from same lot number attached. On 7/2/15: removed invalid method, result, conclusion codes on 7/2/15: investigation performed, results attached, removed invalid codes to comply with investigation results. On 7/3/15: corrected conclusion code. On 7/20/15: manufacturer final investigation on returned samples attached, conclusion codes added.

Event description:
A (B)(6) domestic cat with a grade 2 heart murmur was undergoing a neutering procedure. (The vet did not want the cat under anesthesia longer than necessary due to the heart murmur) during the procedure the vet administered pre medication intramuscular using the syringe with needle. While attempting to remove the needle, it broke off and was remained stuck inside of the cat's left leg. An x-ray was taken to confirm the needle's location. An incision was made over the area where the needle was stuck and extracted with a hemostat. One skin suture was placed to close the incision. The cat was under anesthesia for longer than expected due to the incident and also received additional pain medications and antibiotics. A follow up appointment was schedule for 2 weeks from incident date and for suture removal.